Manufacturer narrative:
Reported event: an event regarding dislocation involving a adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 03 september 2019 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dislocation of mdm liner. Surgeon wants to know the reason of dislocation. January 27, 2021 update: poly liner came out of metal liner and femoral head came out of poly liner.

Event description:
Dislocation of mdm liner. Surgeon wants to know the reason of dislocation. (B)(6) 2021 update: poly liner came out of metal liner and femoral head came came out of poly liner.

Manufacturer narrative:
Updated implant date. Reported event an event regarding dislocation involving a adm liner was reported. The event was not confirmed. Method & results -product evaluation and results: visual inspection: the head and liner were returned independently and nothing noteworthy was observed on the returned device. Refer attached pictures. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Material analysis: not performed as this event does not relate to material integrity. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.